Manufacturer narrative:
Age at time of event: 18 years or older device returned to manufacturer: the wolverine was returned and analysis was completed. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at approximately the proximal end of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands and blades of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. However, tip damage was identified at the distal edge of the tip. This type of damage is consistent with excess force that could have been applied because of meeting resistance during the procedure. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, severely calcified and severely tortuous lesion in the right coronary artery. The 10mm x 2.0mm wolverine coronary cutting balloon ruptured at an unknown pressure. The procedure was successfully completed with a different device without further issue or patient injury.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, severely calcified and severely tortuous lesion in the right coronary artery. The 10 mm x 2.0 mm wolverine coronary cutting balloon ruptured at an unknown pressure. The procedure was successfully completed with a different device without further issue or patient injury.